Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error while the pump was in use. There was no patient harm reported.

Manufacturer narrative:
The investigation into the controller error and loss of opm data issues have been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event are consistent with complaint and show that approximately 2h12m after pump was started, the placement signal became invalid, and console presented with controller error alarms due to placement signal not reliable (1036) and opm comm crc invalid (1045). After approx. 2 minutes, the placement signal returned and both alarms self-resolved. However, several minutes later the pump was stopped and disconnected, and the console was shut down. The real time log data revealed that events associated with alarm # 1036 were due to ¿transient loss of optical data¿ pattern failure, as all of optical bench signals had values of -16384 for 2 minutes. There's no need for repair as the issue self-corrects. The inspection of the returned device revealed a missing tamper evident sticker from the back of the console. Inside the console the visual inspection observed that the ribbon cable between the optical bench and the 4-in-1 was misaligned, which might explain the communication issues evidenced by alarm #1045. Also, the impellatronic ribbon cable was found to be kinked and should be replaced as a precaution, however it is unrelated to the observed malfunction and failure mode. The cause of the aic issue controller error was misaligned ribbon cable between optical bench and 4-in-1. The cause of the loss of opm data issue was not determined since the issue could not be reproduced this report is being filed as part of a retrospective review of historical records.